Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova arvada manufactures the perfusion tubing pack, the issue occurred in united states. Liavnova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA received report about disconnection in the arterial line where the 1/8th tubing connects to male luer of a perfusion tubing system (pts). Perfusionist stopped bypass for approximately three minutes to fix the problem. Procedure was then resumed without no complications. Reportedly, patient did not have any consequences.